Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "possible rupture" and textured exchange due to concerns with the device. Clarification to partial d6a implant date: 2017 was provided.

Event description:
Patient reported, "I have had on and off pain with them for the last couple of years, I have in the last year or so not been able to feel the implant in either boob which just make me concerned of a possible rupture" and textured exchange due to concerns with the device. This record is for the left side. Device remains implanted.